Event description:
It was reported that this right atrial lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. There was no loss of capture observed. It was noted that the patient is 95 years old and it was stated that they may not do much. Technical services discussed programming options. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).